Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been experiencing a "shocking sensation" over their implantable pulse generator (ipg) pocket. The ipg was interrogated and the same sensation was replicated on both the right atrial (ra) lead and the right ventricular (rv) lead when the ipg's pacing polarity was switched to unipolar. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.